Manufacturer narrative:
UDI number and operator of device are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device starts to 41 degrees and then drops down to 35 degrees and would not go back up. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the front cover having scratches and nicks, water tank cover had multiple cracks, quick connect corroded, line cord dirty and discolored, pole clamp damaged on the handle, microswitch was bent, j-clip was unattached from device. Functional testing found the device ran and warmed to above higher temperature setting for 40 min without fluctuation. The temp pot (potentiometer) setting adjusted too high out of range by the user. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).